Event description:
The company was informed that the patient developed skin necrosis at the implant site. A skin graft surgery was performed several months ago. A hole developed around the device. The patient's device was explanted. The patient will be scheduled for new skin transplant.